Event description:
It was reported that the patient's battery % remaining decreased from 80% to 25% between (B)(6) 2016. A review of device history records for the generator shows that no unresolved non-conformances were found. No additional relevant information has been received to date.

Event description:
Additional programming data was received and analyzed. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Based on this root cause and analysis of returned devices, the premature 25% battery life indicators are typically indicative that the generator will reach true end of service earlier than expected. A secondary cause for premature 25% battery life indicators in a small subset of associated generators may be high beginning of life (bol) battery impedance, and generators only affected by this secondary root cause would be expected to rebound back to normal battery life levels without any substantial programming changes.

Event description:
Patient was referred for generator replacement. No known surgical interventions have occurred to date.

Event description:
Patient underwent generator replacement surgery due to battery depletion. The explanted generator was reported to have been discarded.